Manufacturer narrative:
This report is submitted on august 04, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site and subsequently, the device was explanted on (B)(6) 2021. Additional information has been requested but it has not been made available as of the date of this report.